Event description:
It was found blood leakage after seven minutes into treatment on the arterial end during the first use. Blood flow rate: 200ml/min. Tmp was 40 mghg. No information if or how much blood was lost. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.